Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the general surgery procedure was performed by the customer when the issue occurred, and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that that system was unable to perform geometry movements. Upon troubleshooting fse found that flex vision pc failed to boot correctly, resulting in a lack of motorized movements. To resolve the issue, fse powered on the pc and restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.